Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, bleeding, urinary problems, bowel problems, recurrence, dyspareunia and neuromuscular problems. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-07372. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat urethrocele, rectocele and a mesh was implanted. Concomitantly the patient underwent an anterior/posterior repair with prolift and transvaginal tape suspension.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 due to exposed anterior wall vaginal mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, atrophic vaginitis, incomplete emptying of bladder, dysuria, urinary frequency, hematuria, bladder pressure, incontinence, nocturia, urgency, vaginal dryness, and vaginal itching. It was reported that patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to exposed vaginal mesh.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, atrophic vaginitis, incomplete emptying of bladder, dysuria, urinary frequency, hematuria, bladder pressure, incontinence, nocturia, urgency, vaginal dryness, and vaginal itching. It was reported that patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to exposed vaginal mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07372. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2013 for partial removal of posterior vaginal mesh.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat pelvic organ prolapse and an obturator sling was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, organ perforation, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2015, due to erosion. No additional information was provided.